Manufacturer narrative:
No sample was received by cardinal health for this reported incident. A team from engineering and quality reviewed the information received from the customer. Based on the limited information provided by the customer, it is believed that the separation of the bottom from the canister is a result of the cleaning agents used on the canister. Typically, a failure mode like this is caused when the canister is exposed to harsh cleaning agents that are contra indicated. These chemicals will degrade the material and cause breakage. Without a sample a definitive cause cannot be given. No further action required at this time.

Event description:
During induction of a patient, the receptacle of the outer suction jar gave way, rendering the suction non-functional. The suction was correctly mounted and the vacuum network depression was less than 800 mbar.